Event description:
While pt was being transported and ventilated on the air care transport (act) portable ventilator, ltv1200 - oh, the vent began to intermittently flash a "low battery" alarm. The vent was inspected and power connections troubleshot. The batteries were fully charged, the ventilator was powered the entire time, and the device delivered appropriate and adequate ventilators (as verified by etco2 and spo2 monitoring). Following pt transport, further inspection of the external battery pack revealed that test lights on the left side battery in the external battery cradle were steadily illuminated, and that the plastic around a connector pin (where the battery would make electrical contact) was melted. The device was immediately taken out of service, a biomed wo was submitted, and act management was notified. The issue was with sprint pack on ventilator, same issue as with our other vents. The vent removed from service and sent to biomed. Biomed tested and confirmed reported malfunction. They replaced defective sprint power pack and batteries. (B)(4) was closed, the repair completed, all tests were passed, and the device returned to service.